Manufacturer narrative:
Image analysis: aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Device analysis: aga medical could not evaluate the product involved in this event since it was not returned to us. During manufacturing, however, this device underwent a series of inspections and tests to confirm proper size and function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Conclusion: the results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. If further information becomes available at a later date, an updated report will be submitted.

Event description:
According to the initial information received, on (B)(6) 2011, a 22mm amplatzer septal occluder (aso) was attempted but placement was not successful. The 22mm aso was retracted and a 20mm aso was attempted. The 20mm aso was too small so the same, 22mm aso was attempted again and the implant was successful. Following a trans-esophageal echocardiogram (tee), the aso's discs were suspected of impinging upon the atrial and aortic walls; however, the 22mm aso was left implanted. A CT scan on (B)(6) confirmed the above suspicions. A repeat tee was taken (B)(6) and (B)(6) which confirmed the previous suspicions so surgical intervention was scheduled. On (B)(6), the aso was surgically retrieved and the patient's atrial septal defect was surgically repaired at which point both discs could be observed through the posterior wall.